Event description:
A customer reported a bloody leak around the needle cartridge on the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, glasses, and gloves while operating the instrument. There was no exposure to mucous membranes or open wounds as a result of the leak. No one sought medical attention. The material safety data sheets (msds) were not reviewed; however, they are ready available. It is unknown if there is an exposure control or risk management plan in place at the facility. There was no an effect to patient or user.

Manufacturer narrative:
A field service engineer (fse) replaced the needle cartridge, and the elyse and slyse pump, and ran diff latron calibration. However, the leak under the needle cartridge remained. The fse returned the following day and found the needle cartridge not draining completely prior to aspirating, and replaced two actuators (needle rinse and needle drain). The fse ran fifteen (15) samples and found no more leak. Latron control and 5c controls passed. The fse verified repair per established procedures and results meet published performance specifications. Root cause of the leak is attributed to the actuators malfunctioning on back wash. (B)(4). The following MDR numbers are associated with this event: 1061932-2011-01740, 1061932-2011-01741, 1061932-2011-01742, 1061932-2011-01743.